Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that detector was dropped and now it will not calibrate. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that the detector was dropped and is no longer capturing images. Connectivity checks were performed and found to be normal. However, the detector only transfers blank images after exposure. The system continues to function with the wall stand and the small skyplate, but the large detector requires replacement. A replacement quotation has been sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped and now it will not calibrate. The device was in clinical use and there was no patient or user harm.